Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent open repair of recurrent umbilical incisional hernia with retro-rectus mesh placement with tigr surgical mesh on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported the patient underwent mesh removal, floor and groin reconstruction on (B)(6) 2012 due to pain and infections. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent left salpingo-oophorectomy and pelvic washing due to fibroids/pain on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy with laparoscopic lysis of scar tissue and neurolysis with freeing of the mesh from the nerves in the left groin, freeing up of mesh from the bladder and area of the iliac vein due to chronic left inguinodynia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, neuromuscular problems, scarring, restriction of mobility, seroma, shrinkage/contraction, fibroids tumors, left ovary removal, mesh separation .no additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that on (B)(6) 2012, the patient underwent a diagnostic laparoscopy with laparoscopic lysis of scar tissue and neurolysis with freeing of the mesh from the nerves in the left groin, freeing up of mesh from the bladder and area of the iliac vein. The surgeon converted to an open procedure and performed an excision of left groin scar and open exploration of left groin with excision of hernia system mesh and all foreign body with neurectomy x 1 with nerve reimplantation to the muscle. There was no evidence of injury to any organs. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a left inguinal hernia repair on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain post-operatively. It was further reported that the mesh was removed in (B)(6) 2012 and it had been attached to her bladder. The patient reportedly continues to have difficulty walking, standing for long periods of time, and has fatigue. No additional information was provided.